Event description:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted a burning smell. The patient reports they were awoken from a nap to the chemical burning smell. The patient reports before they could remove the mask the device stopped functioning. The patient then shut the device off. There is no report of burns, smoke, flames or warping on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted a burning smell. The patient reports they were awoken from a nap to the chemical burning smell. The patient reports before they could remove the mask the device stopped functioning. The patient then shut the device off. There is no report of burns, smoke, flames or warping on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿chemical burning smell¿ is classified as low and does not present a serious risk to patient safety.